Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device generated alarm and shut down while connected to a patient. No injury reported.

Manufacturer narrative:
During on-site investigation and in cooperation with the backup-office the so called pcb pneumatic controller was identified to have failed. The pcb was replaced and the software re-installed. Thereafter the device passed all tests and was turned back over to the facility for use. The device log could not be made available. Based on the given information and repair performed it is likely that the device performed a reboot. A reboot is triggered by the device internal monitoring if a data deviation is observed to restore a valid data base and to continue ventilation. During a reboot the device generates alarm and opens the airway system to atmosphere to allow spontaneous breathing. The reboot needs about 8 seconds. Thereafter the ventilation is continued with the previous settings. During the reboot the value for minute volume is set to zero. Therefore alarm for low minute volume is generated after a reboot until the lower alarm limit is reached again. It can be concluded that the device reacted as specified on a recognized deviation and performed a reboot to restore ventilation.